Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient stopped using and recharging their scs ipg 3 years ago when therapy became ineffective (ref. MFR. Report#1627487-2018-06943). As a result, the ipg became inoperable. Surgical intervention is pending to address the issue.

Event description:
Follow-up identified surgery took place wherein the system was explanted.